Event description:
It was reported that the pump's latch sensor was faulty. Per reporter, the issue was found during testing. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
Received one device. The reported faulty latch sensor was confirmed through functional testing. Service history review identified there was no indication that the complaint was related to a service of the device within the review period